Event description:
It was reported that during a "videoscopic torocoscopi" procedure, the product was locked during procedure. The procedure was completed with competitive product. No patient consequence.

Manufacturer narrative:
(B)(4). Release button. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? On lungs. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Stapler was used 2 times before sterilization. After sterilization on the first firing the event occured. If echelon, during which stroke did the event occur? After the 3rd stroke. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? After the stapler was locked, they completed the procedure with competitors product, and didn't try triggers and buttons again. Was there any difficulty removing the device from the tissue? They couldn't manage to remove it. Is there any other additional information you would like to share about this device or procedure? No. Was the procedure in the chest of the patient? No, in the thorax. The analysis found that one device was returned with the anvil release button broken and with a ecr60g cartridge reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No testing could be performed due to the returned condition of the device. Although no conclusion could be reach on what caused the damage to the button it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipping. The batch record was reviewed and no anomalies were noted during the manufacturing process.